Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the expiration date, and manufacture date are unknown, because the provided lot# is from the non-sterile version of the device, which requires the subsequent manufacturer to sterilize the device prior to distribution. Investigation summary no mc33213 product samples, videos or photographs were returned for investigation. The device history review for lot number 14081165 was performed and there were no non conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
A complaint was received regarding a 7" smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer, bulk non-sterile experienced leakage. Extension set connected to IV catheter in patient. Blood was found to be on sheets and extension set noted to be leaking from a crack in luer lock hub. Extension set removed and new extension set was connected to IV catheter. Event date occurred jan-2025. There is patient involvement, unknown patient harm.